Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date. Customer stated that they got a insulin pump that stopped working four days ago, they put in a new battery and stopped working. Then blood glucose was over 500 mg/dl and never went down. Another blood glucose level was 171 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin drip. The device will not be returned for analysis.